Manufacturer narrative:
Qc was within the customer's established ranges.cpls (customer product line support) tested some of the patient's samples and did not reproduce the customer's results.a field service engineer was on-site. Investigation revealed a small misalignment of the sample pipettor that was corrected during the visit. The cover of the reagent storage area was dirty and was cleaned by fse. Service tests were then run to validate instrument performance, which met published specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding reactive and equivocal toxo igg results generated by the access® 2 immunoassay system. Repeat testing was performed after re-centrifugation and the samples were also repeated on 2 alternate methodologies. The results were not reported outside of the laboratory.no reports of death, injury, or change to patient treatment have been reported in connection with this event.